Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer requesting for warranty replacement and they will be the one to install the main printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical the vela ventilator was getting transducer (xdcr) fault alarm condition. At this time, there is no information regarding patient involvement associated with the reported event.